Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection and pocket erosion. Reportedly, the system was taken out using the laser lead extraction the patient was treated with intravenous antibiotics. No adverse patient effects were reported. The ra lead was explanted.